Event description:
Provider was finishing up procedure on patient when the stopcock came apart in his hands. The housing separated from the biopsy valve at the location that should have been permanently sealed. No adverse outcome identified.